Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery. A 32x4.50mm rebel stent was advanced to the lesion. An attempt was made to inflate the stent delivery system (sds) balloon however the sds balloon would not inflate. The device was removed from the patient but the stent was dislodged. The detached stent was retrieved using a snare and the procedure was completed using another of the same device. No patient complications were reported and the patient has already been discharged.